Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Patient stated he believe something was wrong with his "unit" because the night before last he went to charge ins battery since it was empty (controller was 100%), and it took him and hour and several minutes to even get to 30% charge. He said prior to that, it would take him an hour to charge up ins full. Patient then said he didn't go for a walk yesterday, and know that ins still discharges when not in use, so this morning he saw ins was empty again but when he went to charge, it took a long time again. He normally get excellent when charging, did not see any damage to recharger antenna (rtm) cord, and does not think rtm gets hot when recharging. No symptoms reported. A replacement rtm was sent to the patient. Pt called stating he is having a continuation of issues w/ his equipment when charging the ins. Pt states that he went to charge the ins last night and the controller battery was at 100%. Pt states it took 4-5m for the rtm to find the ins and that eventually he couldn't turn the controller on until he did a controller reset. Pt states after the reset the controller was working, but it took him an hour and a half to get 40% of a charge on the ins. Pt stated that it took him 1 1/2h to recharge the ins to full when he initially was implanted, but now it takes him 1h to get 30% of a charge in the ins battery. Pt noted that it takes him "forever" for him to get the rtm positioned correctly over the ins, noting he usually charges in a chair so that the rtm is securely placed over the implant. Pt also noted that he sees finished when the battery is at 40%. Pss reviewed charging screens, best practice when it comes to charging and had the pt start a charging session. Pt confirmed he got recharging excellent, green light was flashing above the screen, the controller was at 70%, and the ins was at 50%. Pt then proceeded to report that yesterday when he was charging, the controller went unresponsive until he took the battery pack out, cleaned the pack, and reinserted the controller. Pt confirmed this was an isolated incident and the issue has not occurred again. Pt reports that this morning when he went for a walk when the battery was at 50%, he had the stimulation set to 1.8ma, and had to decrease the stimulation to a comfortable level. Pt inquired about the therapy and settings, which pss reviewed. Pt reported that every time he is stationary or standing in the kitchen, it really hurts. Pt reports that when he goes to bed, he has "tremendous electrical shots" in his right side and leg, so he has to turn the stimulation down. Reviewed considerations w/ adjusting the therapy. Patient services asked when the issues first started. Pt reports about 3 weeks ago he was in a lot of pain, noting he was in the car sitting when he got a shock and had to move his foot to help w/ the pain, but that the issue started about 4 months after implant. Pt notes he will be seeing the hcp in a week or so.